Event description:
It was reported that prior to start of da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report repeated 22028 faults on universal surgical manipulator (usm)4. Tse had customer try to manipulate and maneuver usm into new positions, but faults persisted. Tse then had customer hard cycle the patient side cart (psc) with no change. The customer was looking to swap psc's as procedure requires all four arms. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed. In logs, the 22028 error was found indicating joint fault on the unit yaw axis, confirming the fault occurred in the field. The unit was installed onto a golden system when the 22028 error was triggered indicating fault on the yaw axis, replicating the reported event. Upon visual inspection, the link 2 belt was found to be broken. The complaint was confirmed based on failure analysis. The probable root cause is attributed to mechanical defect of the link 2 belt.